Event description:
Additional information was received from the patient. They reported that since they last called the horrible leg pain, from the knee down to the ankle, continued. Caller stated they tried changing the program and the issue persisted and had even had it off for 2 weeks. However, caller stated the pain is almost getting worse and the patient is unable to stand up or get up in the morning. At this point the caller states there is something wrong and they just want the entire system removed. Caller is concerned this will cause paralysis and wondered if it's possible it has punctured a nerve. Agent reviewed info and possible adverse events. Caller stated they do have another follow up appointment on (B)(6) 2023 but wanted someone to advocate the urgency of the situation to the doctor. Agent agreed to send an email to the manufacturing representative but also encouraged caller to continue working with doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the day after implant the patient started to experience leg pain that had gotten worse and was "horrible." Caller said they went to their hcp and they increased the stimulation, but that did not help the leg pain. Caller wanted to know if the ins could be turned off. Reviewed therapy adjustment options. Caller changed programs. Patient continued to feel stimulation only in their leg. Caller changed programs two more times and patient was able to feel stimulation in the bicycle seat area and it was comfortable. Patient reported no leg pain. Caller mentioned that the hcp said they had trouble getting some of the programs to stimulate. Patient only has programs 3, 4, 6, and 7. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. They were redirect to their doctor if the  issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.